Event description:
A dade behring service representative cut his finger on the tip of the sample probe on the bcs while servicing the system. The wound was cleaned and bandaged. The service representative received a tetanus shot and the first of the hepatitis b vaccine series, but there was no report of adverse health consequences as a result of the injury. The cause of the injury was use error.

Manufacturer narrative:
No further evaluation of the device is required. The cause of the injury was use error.